Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the device was cutting itself off randomly ¿as if it is dead.¿ the patient confirmed it to be as not feeling stimulation because the device shuts off. The patient must turn the device back on herself. The patient charges once a week to full every thursday. The patient states she normally feels stimulation. She states this started 3-4 days prior to call and also on the morning of the call. The patient confirmed that the device was fully charged but did not have the patient programmer with her to confirm that the stimulation was on. The patient was advised to follow-up with their healthcare provider (hcp) because they were not feeling stimulation. Physician listings were sent. No further complications were reported/anticipated.